Event description:
It was reported that during treatment the patient reported that pico 7 was started this past tuesday, 10/15, after her knee surgery but her device has been "crazy this morning' as it was "buzzing like bees," and then she got the blinking orange light only next to the ok green indicator which she knows is the air leak alarm indicator. She reported she "cannot get it to quit." She stated she had applied a "brand new pad, sealed it and sealed it good" with the fixation strips. She confirmed that she applied the fixation strips around the edges only, not over the pad. This nurse went over with her troubleshooting steps per clinical guideline to repeat process of smoothing down the dressing and around edges, check for possible tear along the tubing or if anything such as end of tubing not securely attached to pump may be contributing and inspect to see if there is crack in the device, instructed her to press orange start button to resume therapy. The patient replied she had checked and everything is intact and secure and that she is not seeing any visible tear along with the tubing or crack in the device. After restarting the pump, the patient still sees the air leak alarm. She was referred back to her healthcare provider's office or visiting nurse for further assessments. Explained to her dressing change is only done by healthcare professionals per clinical guideline and she may need to have a new dressing change if the dressing is not properly applied and may have contributed to the air leak. Patient okayed. No further information available.